Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device - 18 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system was producing low speed events. The lvad clinicians reported that the patient had a small ventricle, and experienced constant left ventricular (lv) suction/collapse. The lvad system speed was reduced to try and remedy the lv suction. Dobutamine and bumex were initiated for hyponatremia. The patient continued to have unspecified issues, and pump stoppage events occurred the evening of (B)(6) 2017. The system controller was exchanged and the lvad speed was decreased to 7000 rpm. The lvad was placed on battery support as a precaution for driveline wiring issues. A ramp echocardiogram revealed no change in left ventricular size or aortic closure with speed adjustments. On (B)(6) 2017 the lvad clinician called the manufacturer¿s 24 hour hot line to discuss the ongoing issues that the patient had been experiencing. The lvad system speed had been increased; however, the lvad system was producing low flow alarms and pump stoppage events. The lvad pump power readings were also elevated. It was reported that when the lvad system was on external battery power, the pump stoppages did not occur. The lactate dehydrogenase had trended up from 300/400 u/l on (B)(6) 2017, and was 1500 u/l on the date of the report. The patient¿s urine was dark orange and concentrated. No other end organ dysfunction was observed. The lvad system remained connected to an ungrounded power module patient cable overnight. The lvad clinicians reported being concerned for pump thrombus. It was reported by the lvad clinician that the lvad support was discontinued on (B)(6) 2017. Additional information was requested but was not provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of depositions. However, the depositions appeared to have been exposed to a fixative agent prior to being returned, therefore, their composition and duration of their presence in the pump could not be conclusively determined. Review of the submitted system controller log files confirmed a pump stoppage with alarms for low speed and low flow hazard. A potential cause for the pump stop could not be conclusively determined. The device was returned assembled with the driveline cut approximately 11 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed hard depositions of coagulated, fixed blood in the inlet elbow, inlet stator, outlet stator, outlet elbow, sealed outflow graft conduit, and adhered to the rotor body. These depositions appeared to be fully occluding the flow of blood and may have been caused by a low flow condition which could not be conclusively determined. Although a specific cause for the development of the depositions and the duration of their presence within the pump could not be conclusively determined, if they were present during pump operation, they could have contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, they could have caused additional resistance on the spinning rotor, thus contributing to the elevations in pump power captured in the log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired (B)(6) 2017, pump thrombus suspected .